Event description:
It was reported that the customer experienced issues with their pump, where the touchscreen was failing and inadvertently entering numbers on its own, along with battery life problems. There was no adverse impact to the customer¿s blood glucose level. The customer opted out of troubleshooting and requested documentation for insurance purposes, with no additional corrective actions taken or reported.